Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the surgeon was burned while using the camera.

Manufacturer narrative:
(B)(4). Alleged failure: it has been reported that during a procedure (cystoscopy) when the surgeon was assuring the camera with the arm he suffered a burn. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the problem quoted by the customer when we were not able to replicate it at our facility. Based on previous complaints the most likely root cause could be the light source or the fiber optic cable connected to the scope since the scope is attached to the coupler and the camera head. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the surgeon was burned while using the camera.